Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher and lower than expected phenytoin (phyt) results were obtained from vitros therapeutic drug monitoring (tdm) performance verifiers (pv) and a non-vitros mas quality control processed using vitros chemistry products phyt slides lot 2628-0189-4972 on a vitros xt 7600 integrated system. Vitros tdm pv I lot y1734 result of 5.12 ug/ml vs an expected result of 8.1 ug/ml vitros tdm pv iii lot b1736 results of 20.45 and 20.05 ug/ml vs an expected result of 26.2 ug/ml mas lot lia2802 level 1 result of 14.52 ug/ml vs an expected result of 7.56 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher and lower than expected results were obtained from non-patient control fluids and were not reported from the laboratory. The customer confirmed that no patient sample results had been affected or questioned. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that higher and lower than expected phenytoin (phyt) results were obtained from vitros therapeutic drug monitoring (tdm) performance verifiers (pv) and a non-vitros mas quality control processed using vitros chemistry products phyt slides lot 2628-0189-4972 on a vitros xt 7600 integrated system. The assignable cause of the lower and higher than expected vitros phyt results is suboptimal calibrations. The parameters of the calibrations used to obtain the results were determined to be atypical when compared to the database values. The cause of the suboptimal calibrations is an instrument related issue. An ortho field engineer observed that the ir metering was misaligned and performed adjustments to the subsystem. Following service actions and a recalibration event, vitros phyt control results have returned to expectations.